Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a novasure procedure on (B)(6) 2025, a vacuum alarm was received after 30 seconds into ablation and they could not resolved the alarm for which the procedure was ended. One day later the patient presented to the emergency room with issues. Laparoscopy was performed and 2 necrotic spots were observed on the fundus, patient was admitted to the hospital and put under observation and pain relief. Next day another laparoscopy was performed and a thermal injury was observed on the small intestine. A section from the bowel was resected and thereafter an abscess developed and drained via a CT scan on (B)(6). Patient has been steadily recovering since then. No device was kept as the device was discarded. No other information available.